Event description:
Dealer states the power chair automatically switches drives while he's driving and sitting. Dealer stated they were unable to duplicate the issue the end user alleges. Dealer stated there were no injuries associated with the incident.